Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired on the cystic duct and would not release without prying it off. Another device was used to complete the procedure. There was no adverse consequence to the patient.